Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was experiencing varying impedances in addition to a superior vena cava (svc) alert for high/undefined impedance. A rv lead fracture was confirmed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.